Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse reported that while a patient was receiving hemodialysis (hd) treatment it was noted that there was blood leaking from both headers of the dialyzer after being in use for 3 hours and 15 minutes. There was no harm, intervention or adverse event reported in the initial report. The device is not available to be returned for investigation. Additional information was requested, but none was provided.

Manufacturer narrative:
Plant investigation: the complaint could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached with the information provided. A review of the production record was performed. The production record review showed there was one unrelated approved temporary deviation notice (dn) in the production of this lot. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A registered nurse reported that while a patient was receiving hemodialysis (hd) treatment it was noted that there was blood leaking from both headers of the dialyzer after being in use for 3 hours and 15 minutes. There was no harm, intervention or adverse event reported in the initial report. The device is not available to be returned for investigation. Additional information was requested, but none was provided.